Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). MFR 3004753838-2025-034844 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.